Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a procedure in (B)(6) 2018 and their wires were not placed in the right spot, so they dropped down into the wrong spot and they had to ¿redo¿ the leads in (B)(6) 2019. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their provider did not indicate why the wires/leads were not placed in the right spot and were dropped down into the wrong spot. However, the patient stated that the morning of the surgery the provider seemed ¿off¿ and acted confused about where to put the wires. It was clarified that what was meant by ¿they had to redo the leads in (B)(6) 2019¿ was that the leads were replaced and the entire surgery was repeated six weeks after the surgery that was done in (B)(6). It was reported that the patient weighed (B)(6) at the time of the event. The patient¿s physician contact information was also provided. No further complications were reported/anticipated.